Event description:
The pt was hopspitalized with an infection (etiology unknown). The pt responded well to antibiotic treatment (prescription name not given). The pt's infection was cleaned and the pt was able to hear with the cii device. The pt's device was explanted due to need for MRI. There are no reported device related problems. However, the pt reported experiencing pain at implant site. There are no present plans to reimplant this pt.